Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, when the lens was implanted in the patient, the posterior haptic got caught in the plunger and the lens broke. For the moment, the lens has not been explanted and has not been replaced by another one, as the patient had inflammation due to other pathologies in addition to the surgery, which had been complicated.

Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, when the lens was implanted in the patient, the posterior haptic got caught in the plunger and the lens broke. For the moment, the lens has not been explanted and has been replaced by another one, as the patient had inflammation due to other pathologies in addition to the surgery, which had been complicated.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).